Manufacturer narrative:
The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable and attached the mc retention bracket to address the customer's report.

Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. Visual inspection found no abnormality inside the unit. The service technician reviewed the diagnostic history log and confirmed the reported issue. The review also identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The international service technician will replace the data acquisition pcba (printed circuit board) to motor controller pcba cable to correct the problem. (B)(4).

Event description:
The international customer reported that during pre-use check, the v60 unit displayed occurrence of vent inop alarms of machine and proximal pressure sensors failed, and da (data acquisition) pcba (printed circuit board) adc (analog-to-digital converters) reference failed. There was no patient involvement.